Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to low blood glucose with blood glucose level was 40 mg/dl. The customer¿s current blood glucose value was 400 mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose value with sugars. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was using auto mode at the time of incident. Troubleshooting was performed. No further patient complications were reported.